Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was calcified and located in the left anterior descending artery (lad). The physician attempted to reach the lesion with a taxus express2 2.5 x 12 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body stent damage was noticed. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good."